Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stenting placement procedure on (B)(6) 2013 . According to the complainant, the indication for the stent placement was treatment of a stenosis in the main bronchus of the trachea. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent in the desired location but it would not release completely the. The stent was removed from the patient partially deployed. There were no visible damage noted to the device. The procedure was not completed and was rescheduled the next day with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.